Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. The contact alleged that the pump was delivering boluses without user input. Pump data review by tandem technical support confirmed that the pump was unlocked and boluses were manually overridden via user input. Bg was addressed via fast acting carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.